Event description:
A pulse oximeter probe with velcro straps for use on (B)(6) was used. The pulse oximeter probe was taken off to change positions, and a skin tear was noted on the top of the foot. At the next change an add'l skin tear was noted. Md notified and clinicians changed to a foot oximeter probe from a different MFR. Masimo was made aware of the reported event through review of (B)(4).

Manufacturer narrative:
The returned sensor passed all continuity tests. The returned sensor was also tested with a known good cable (p/n: (B)(4)) and radical-7 (serial # (B)(4)) using a fluke index 2 simulator and randomly simulated for spo2 and pulse rate. No abnormal values were observed. The sensor was evaluated to ensure there was no other damage or physical attributes that may have contributed to the reported issue. A sensor skin temperature test was performed per our procedure, and we found that the sensor did not exceed a temperature level greater than 39 degree celsius. The acceptance criteria for the skin temperature test is less than 41 degree celsius. Therefore, the sensor was found to be functioning as designed. The user was contacted and appropriate instructions and clarification was provided to augment training they have already received and to ensure the proper use of the sensor was clearly understood.